Event description:
The nurse reported that she had refilled the pump with a concentration change from lioresal 2000 mcg/ml to 500 mcg/ml with a dose reduction from 100 mcg/day to 75 mcg.day. The nurse was unable to program a bridge bolus due to minimum flow rate restrictions for the pump. The pt was sent home with the previous settings for the old drug concentration and daily dose and would return to clinic in 8-10 days for an update of the settings and was instructed to monitor symptoms in the interim. A follow-up report will be sent if additional info becomes available to us.